Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment, the catheter could not be deployed for functional testing.

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following basket deployment while the device was anchored in the left superior pulmonary vein, the physician attempted to deploy the device to flower position, however, the device was unable to deploy to flower position. It was noted that the center lumen broke off the tip of the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following basket deployment while the device was anchored in the left superior pulmonary vein, the physician attempted to deploy the device to flower position, however, the device was unable to deploy to flower position. It was noted that the center lumen broke off the tip of the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.